Event description:
It was reported that the suction was difficult. There was no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00024-00. The date of that submission was 11-feb-2025. B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint of suction issue. Visual inspection was performed. As received, the proximal end of the pilot balloon-tubing junction was seen to be kinked. Suction line was filled with air and a leak was observed coming from a tear in the line by the trach flange. The complaint of suction difficulty was confirmed. The probable cause is due to unintentional external bending forces on the suction line.